Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5093137 that a female patient who underwent a breast surgery with two unspecified mentor saline breast implant prostheses suffered several unexplained systemic symptoms, including discomfort, heaviness, mass-like substance, burning sensation, tenderness, heat in her breasts. The patient feels that these symptoms are stronger at her left breast than at the right. In addition, the patient also suffers retaining fluid, sensitive to taste, sensitive teeth, fatigue, generalized pain, digestive issues, nausea, abdominal pain, constipation, sensitivity to cold, sensitivity to hot, a rash, sweating, emotional changes, and foul smelling odor. Blood test was done, and the result came back as normal with slight wbc and calcium elevation. The patient is planning to follow up with her doctor. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right prosthesis.